Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: (B)(4). Product type: recharger. Product ID: 37744, serial#: (B)(4). Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s recharger was frozen. Steps were reviewed for resetting the ins. It was reviewed to unplug the recharger from the ac power source (i.e., wall outlet). It was reviewed to use a small flat head screwdriver to remove the plastic antenna cover and to insert a small pin/paper clip into the reset hole (with raised arrow pointed at it). It was confirmed that the caller could feel the reset button depress/release and see the splash screen. It was stated that this resolved the reported issue. It was reported the recharger issues began on monday ((B)(6) 2018). It was also reported that as of (B)(6) 2018, the patient had no stimulation. On (B)(6) 2018, the date of their call they stated that they were having programmer issues. No further complications were reported/anticipated.